Manufacturer narrative:
(B)(4). The testing and investigation results did not confirm the complaint for under-delivery. The pump delivered at a 100% accuracy, which is within specification of the pump.

Event description:
The complainant reported an under-delivery. The calculated delivery volume was 150 ml at a rate of 150 ml/hour; however, the actual delivery volume was 0 ml.

Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.